Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation, the right atrial (ra) lead was noted with undefined impedance, no capture, and noise on electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.